Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon. It was also reported that the balloon allegedly ruptured when the user tried to re-inflate the balloon outside of the patient's body. Allegedly, the incident occurred 3 times before, and the dates of incidents were unknown. The balloon of one of the catheters from the 3 incidents allegedly ruptured inside of the patient's bladder. The balloons were not been overfilled.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon. It was also reported that the balloon allegedly ruptured when the user tried to re-inflate the balloon outside of the patient's body. Allegedly, the incident occurred 3 times before, and the dates of incidents were unknown. The balloon of one of the catheters from the 3 incidents allegedly ruptured inside of the patient's bladder. The balloons were not been overfilled.

Manufacturer narrative:
This report is being submitted past the regulatory timeframe. Please see attached letter for additional information. The device was not returned for evaluation. A potential root cause for this failure mode could be "burr on jaws." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Attachment: [FDA letter for late mdrs. 20may2019pdf.pdf]. The device was not returned.